Event description:
Per dealer, poppet valve is defective. Per independent repair center statement, unit is alarming or red light. The key failure is defective solenoid of the poppet valve. Other malfunction is loose gear clamp of the manifold.